Event description:
Information received from the field does not address the patient's clinical status but notes that the patient initially presented in the surgery suite for a lead revision. Interrogation of the device revealed dashes (---) for base rate, sensor parameters and refractories. Programming attempts and emergency vvi were unsuccessful. Subsequently, the device was replaced.